Event description:
It was reported by service report that the cot will not raise and drifts down fast. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Manual locking valve.